Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a possible impedance spike and undefined impedance was noted on the superior vena cava (svc). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient called and stated their device was making "beeping sounds." A request for additional information was made to the patient's physician and the alert was for the svc impedance alert. The patient is being monitored and the lead remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
T was further reported that the lead exhibited high and varying svc and rv defibrillation impedance and was possibly fractured. The lead was capped and replaced.